Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date that involved an unspecified pump that stopped delivering levophed to the patient who was hypotensive due to a gi bleed and needed a vasopressor for a life-sustaining perfusion. The pump stopped infusing several hours into the infusion and displayed a ¿no action needed¿ alarm. The patient¿s (mean arterial pressure) map dropped into the 30s. There was patient involvement. Multiple unsuccessful attempts have been made to obtain additional information.